Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A (B)(4) cerebrospinal (csf) fluid drainage system was not draining csf. The initial report was described as follows; on (B)(6) 2012, a csf drainage system was inserted. During implantation it was discovered that the unit was not draining csf. The non functioning unit was removed and was replaced by another unit. There were no clinical consequences as a result of this event.